Event description:
It was reported via repair work order that both track belts are cracked and worn and that both belts keep coming off the track. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.